Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Routine testing confirmed that the pad-pak was first was installed by the customer on the (b)(64) 2009. Multiple manual power ups of ten minute duration were observed between (B)(6) 2014 and (B)(6) 2016. Experience has shown that these symptoms may be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator memory full prompt.